Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous right popliteal artery. The physician inserted a 4f non-bsc introducer sheath into the right common femoral artery with anterograde approach. After crossing the lesion with a non-bsc guide wire, the lesion was dilated with the 3mm x 40mm x 146cm coyote es balloon catheter. During the first inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous right popliteal artery. The physician inserted a 4f non-bsc introducer sheath into the right common femoral artery with anterogade approach. After crossing the lesion with a non-bsc guide wire, the lesion was dilated with the 3mm x 40mm x 146cm coyote es balloon catheter. During the first inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated device evaluated by MFR: the coyote es catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).